Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. No code available was used to represent surgical intervention required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a steam pop occurred followed by a cardiac tamponade. Pericardiocentesis was performed to remove 1300 cc¿s of blood from the pericardial space. The patient was then transferred to the operating room for surgical intervention. The patient was reported in stable condition. There¿s no indication that extended hospitalization was required. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the steam pop experienced. No biosense webster inc. Product malfunctions were reported. Transseptal puncture was performed with a st. Jude medical brk needle. The sheath used during the case was an agilis 8.5f. The generator was used in power control mode at 35 watts. The noted parameters at the time of the injury included 35w of power and impedance between 100-120 ohms. The flow was set between 8cc-15ccs. The patient received anticoagulant (unspecified) during the case, the activated clotting time (act) was maintained therapeutic. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.